Manufacturer narrative:
Per tandem's t:slim user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels, between 40-50 mg/dl. The customer stated that low bg levels were due to delivering too much insulin for meals consumed. Bg levels were addressed by consuming food.